Event description:
It was reported that prior to an unk case, two devices had loose tissue pads. Used another like device to start and complete the case with no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.